Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump history showed the last delivered bolus was a 2.00 unit normal bolus. The pump history showed the pump was manually suspended. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump was exercised for 12 hours with a 2.0 unit per hour basal rate. At the end of testing the basal history correctly showed 2.0 units and the total daily dose showed 24.0 units. No alarms or delivery interruptions occurred during the testing. The alleged history settings issue was unable to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the patient contacted animas, alleging that their blood glucose was reading over 400 mg/dl after the pump was exposed to medical x-rays. The patient denied any symptoms of the blood glucose excursion; it does not meet the criteria of an adverse event. This complaint is being reported because of the allegation that the pump was not delivering insulin accurately.